Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient followed up in (B)(6) 2013 with dyspareunia and incontinence. The patient was last seen in (B)(6) 2013 and stated that she was self catheterizing daily. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.